Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the there was a hole/cut in the hose of the motor device, the bearings were damaged and corroded, the temperature of the device was above specification, the locking components were damaged, and the cable/cord/wiring was damaged. It was noted that the hose was teared and the locking parts were worn off, the motor and control were damaged by liquid and were corroded. It was further determined that the device failed pretest for loctite and cable assessment, safety assessment, noise assessment, air pump assessment, and handpiece temperature assessment. It was noted in the service order that the line rubber packing was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.